Event description:
A 2.25 mm diameter x 24mm length and a 2.5mm diameter x 18mm length (ref MFR # 2953200-2011-00364) endeavor sprint rapid exchange (rx) drug eluting coronary stent during procedure were deployed in the prox lad of a pt with no issue reported. Pt was asymptomatic at 30 day follow up; however, it was reported that he was re-hospitalized due to a cva event approx 2 months post procedure. Investigator reported that the event was not related to the study stent or procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (cva/stroke).

Event description:
Previously reported patient death is reported as sudden cardiac. Approximately 31 months post index procedure revascularization of lcx first diagonal was carried out and a bms was implanted.

Manufacturer narrative:
Event date has been confirmed as the (B)(6) 2010.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: inherent risk of procedure (death).

Event description:
Approximately 34 months post the index procedure the patient had a ptca related to the target vessel with a balloon, and a bms was implanted. The outcome was successful. Investigator assessed that the event was not related to the study stent.

Event description:
Approximately 35 months post index procedure, the patient expired. The cause of death is unknown. The investigator assessed that the event was not related to the study device.